Manufacturer narrative:
(B)(4).

Event description:
It was reported that during in-clinic visit, change in electrical parameters due to lead dislodgement was observed. Lead was explanted and replaced. Patient's condition was good.